Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a physical exam. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. The evaluation was completed on a photo of the device because the physical device was not returned to mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the left breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured and it appeared to be in multiple pieces. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).